Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from connector, which cause the patient blood glucose elevated to around 300 mg/dl. The patient could not even use infusion set due to tubing not attached to connector. The patient replaced infusion set and resumed insulin successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.